Event description:
It was reported that the patient stated that he has never been able to use his inflatable penile prosthesis (ipp), and it is in a constant semi erect state. He is unable to transfer saline in/out. He stated that he has seen his doctors four or five times and consistently told nothing is wrong and that he needs to work with it more. The patient stated he has done valve troubleshooting and attempts to inflate in shower as recommended, but nothing works. The patient specialist told him to he may want to enlist an opinion of a specialist outside of this practice for device evaluation.